Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a single low out of range shock impedance measurement of 0 ohms. It was noted that the impedance values were stable prior to that and after performing another remote interrogation, the impedance measurement was within normal limits. Patient data was not available. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.